Event description:
Customer reported with an issue of switch 4 does not work. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.device evaluation found forceps plug mouthpiece scraped.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted watertightness is not maintained due to holes in the forceps channel due to external factors. There are scratches on the insertion part serpentine, angle lever, grip, universal cord due to external factors. Wrinkles in the insertion part due to external factors are recognized. The bending angle is insufficient due to the elongation of the angle wire. Shadows are visible in the image. The forceps cannot be smoothly inserted into the forceps channel. The channel cleaning brush cannot be smoothly inserted into the forceps channel. Liquid leakage observed in the lg (light guide) bundle due to handling. Liquid leakage in the objective lens noted. Liquid leakage observed in the grip due to handling. Video cable crushed. The forceps stopper scraped due to an external factor. Noted the forceps plug cap cracked. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes for the reported issue may include: the break was due to stress, handling, or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The report was submitted for the reportable phenomenon found (forceps plug mouthpiece scraped) during evaluation / device inspection.